Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely decreased hemoglobin (hgb) and hematocrit (hct) patient results while using the cell-dyn ruby analyzer. (B)(6). Due to the low hgb and hct results, the patient received an unnecessary blood transfusion on (B)(6) 2017.

Manufacturer narrative:
The customer issue and associated specimen data was reviewed by the subject matter experts from abbott medical affairs and on market engineering. Review determined that the patient specimen taken on (B)(6) 2017 appeared diluted because all parameters were lower than results for the retested specimen on (B)(6) 2017. The customer issue was specific to the (B)(6) 2017 specimen. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation, no systematic issue was found and no product deficiency was identified.